Event description:
It was reported that during the procedure, the radiopaque markers of the 2.5x60 mm armada 18 percutaneous transluminal angioplasty (pta) catheter detached but remained inside the balloon. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another balloon was used to compete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the complaint could not be determined. Possible factors that may cause the balloon markers to separate (detached but remained inside the balloon) include, but not limited to, manufacturing, inadvertent manipulation of the device, or damage to the inner member. A conclusive cause for the reported complaint could not be determined since the device was not retuned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.